Manufacturer narrative:
Please note hde number: (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report the protect patient experienced a stroke on (B)(6) 2019. This event is described as plegia of the left extremities after reduction of analgosedation. Per the adverse event report form this is (s) ae#5. The amds was implanted on (B)(6) 2019. The event began on (B)(6) 2019 and ended on (B)(6) 2019. The event was not expected. The event is possibly related to the amds device and probably related to the implant procedure of the amds. A pre-existing condition or acute disease did not cause or contribute to the event. The event did lead to a serious deterioration in health in the form of a life-threatening illness or injury. Medical treatment was provided. This investigation is relegated to amds4030-de, lot number: 4458 with the allegation of stroke.

Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study 'protect' and reported retrospectively. A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds4030-de, lot 4458 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. Patient (B)(6) is a 53-year-old male who had an amds-40-30 (lot #: 4458) implanted on (B)(6) 2019 at (B)(6), located in (B)(6) germany. The responsible investigator for the study is prof. (B)(6). Adverse event # 5 reports a cerebrovascular/neurologic event described as ¿stroke¿ with an onset date of 11oct2019 and an end date of (B)(6) 2019. Additional details provided states ¿plegia of the left extremities after reduction of analogosedation.¿ the event was deemed ¿possibly¿ related to the amds device and ¿probably¿ related to the implant procedure. No pre-existing condition or acute disease that may have caused or contributed to the event was identified. The event did lead to a serious adverse event due to ¿life-threatening illness of injury¿. The patient was already hospitalized with an unknown discharge date, medical treatment was provided, and the event was resolved with sequelae. The patient did not exit the study because of this event and was discharged on (B)(6) 2019. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿neurological complications and subsequent problems (e.g. Transient ischemic attack (tia), stroke, neuropathy)¿ are listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. An adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Should additional information be obtained at a later date regarding potential failure modes, an updated risk assessment shall be performed. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.